Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c1643064 involved in this complaint device was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 11th november 2019. The returned device lab findings and observations can be referred through the files. Flexor (clear section) was found to be damaged/ crumpled. Flexor was found to be kinked measuring approximately 91 cm from the handle. Both failures are related. Clear section of flexor bunched up on return. Manual recapture of deployment system performed without any issues. Following the laboratory evaluation additional information was requested to confirm if kink was observed during the procedure: "sorry I¿m not able to answer, because the product was contaminated and to this reason we didn¿t make a complete check." Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1643064 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1643064; upon review of complaints this failure mode has not occurred previously with this lot #c1643064. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous patient anatomy which could lead to a stent recapture difficulties. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the flexor kink and crumpling. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
It was not possible to recapture the stent complete. Additional information received which stated that the stent was being recaptured due to strong bleeding of the papilla. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 as the patient experienced a 'strong bleed in papilla' and under the assumption intervention was required to stop the bleed.